Event description:
Both volcano ffr (fractional flow reserve) cables failed to demonstrate arterial waveforms after troubleshooting. Patient was started on angiomax per protocol for this procedure. Procedure was rescheduled for tomorrow and this requires patient to stay overnight.